Event description:
The event is reported as: the clip applier broke at the handle when applying the clip. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.